Manufacturer narrative:
The pdm was found to have a nonfunctioning bg meter board. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) level rose above 13.8 mmol/l (>250 mg/dl). The patient reported to repeatedly receive pdm (personal diabetes manager) meter error 3 when trying to test for bg levels.